Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was only partially confirmed. Although the flickering screen was confirmed, the e315 error was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image displayed a b30 error. Based on the results of the investigation, a definitive root cause could not be identified but likely traced tp a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an error e315 and the screen flickered when the universal cord was shaken. The event occurred during service/maintenance. There was no patient involvement.